Event description:
The device could not be interrogated and there were no lights on the programming wand. On (B)(6) 2010 the representative tried again today to interrogate the device with no success. It was recommended to explant the device.